Event description:
It was reported that during a lap lar procedure, neither the staplers nor the knife came out of the device surgery was prolonged 120 minutes. Converting to open resulted in longer anesthesia and longer hospitalization. The pt was old and had a pre-existing medical condition of cancer. Unk how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.